Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 126 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did exit. The customer was advised to reconnect tubing at quick release and prime a 5 unit fixed primed/fill cannula. The customer stated insulin exit. The customer was advised to change entire infusion set and return set for analysis.